Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad overlay at select button, minor scratched display window and keypad overlay texture damage.

Event description:
It was reported that the crack on reservoir ring side. The blood glucose at the time of the incident was unknown. The device was returned for analysis.